Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack and these fusion oxygenators, it was reported that there were bubbles. The use of the device was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that large bubbles and microbubbles accumulated in the recirculations and were continuously visible at the arterial outlet. Neither suction or negative pressure was used. A bubble sensor was located at the 3/8" arterial line outlet and continuously sensed air, stopping the main roller as it was linked to it. A visual and audible alarm was also triggered. The purge line was run closed. There was visible air in system/tubing. It was located throughout the entire length of the arterial tubing. The device was not used after a reasonable amount of time, waiting for the membrane to vent, but air leakage persisted. The membrane was changed three times, and the same situation was observed each time. The system is purged according to the instructions of the medtronic cardiovascular specialist. The same oxygenators were used the previous week, and no incidents occurred.

Manufacturer narrative:
Additional information: b5: medtronic received additional information that the same batch of oxygenators were used in the previous week, and there were no problems with those oxygenators medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a custom tubing pack and these fusion oxygenators, it was reported that there were bubbles. See attached video. The use of these device's was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that large bubbles and microbubbles accumulated in the recirculation's and were continuously visible at the arterial outlet. Neither suction or negative pressure was used. A bubble sensor was located at the 3/8" arterial line outlet and continuously sensed air, stopping the main roller as it was linked to it. A visual and audible alarm was also triggered. The purge line was ran closed. There was visible air in system/tubing. It was located throughout the entire length of the arterial tubing. The device's were not used after a reasonable amount of time, waiting for the membrane to vent, but air leakage persisted. The membrane was changed three times, and the same situation was observed each time. The system is purged according to the instructions of the medtronic cardiovascular specialist. The same oxygenators were used the previous week, and no incidents occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.